Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump start to make humming sound. The customer's blood glucose value was unknown. The customer also reported stripped battery cap. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No back light anomaly and no audio or vibrate anomaly noted during test. Device received with cracked battery tube threads and stripped battery cap coin slot. (B)(4).